Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a hysterectomy, the thread came loose from the needle upon opening from the packaging. Another device was used to complete the case. The surgical time was extended for about 20 minutes. There was no patient injury.